Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had decreased pain relief (event date not provided). On (B)(6) 2018 the patient was taken to surgery for a catheter revision as ¿a lot of the catheter was bunched up behind the pump¿. It was noted that nothing had been trimmed when it was initially implanted. Cap (catheter access port) aspiration determined that the catheter was not patent. During the revision procedure, they could initially not get the pump connector of the catheter off the pump. The silicon connector came off the pump segment portion of the connector and they had to take the catheter off by the metal portion remaining. The existing spinal segment of the catheter was trimmed by 26 cm and a 15.8 cm piece from a pump connector revision kit was used to replace that portion of the catheter. Good csf (cerebrospinal fluid) return was noted and confirmed with a dye study. The patient¿s weight was approximately 160 pounds. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.